Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that prior to the procedure the silicone hysterosalpingography injection catheter balloon was pre-tested and inflated but would not deflate. There were no adverse effects reported due to the event and no report of an additional procedure.